Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient had her first stroke in (B)(6) 2012 and felt it happened due to the pump. It was reported since implant; the patient had two blood transfusions, seizures, two strokes and felt these were also due to the pump implant. It was also reported for the last nine months the patient had a low grade fever, severe headaches, tremors, hot and cold flashes, a fever and then chills. The patient now reportedly had memory issues due to the strokes, forgetting dates and names of her past health care provider¿s (hcp) as well as the reason for the severe headaches. The patient also reportedly had flu like symptoms. It was noted prior to having the device implanted the patient was mobile. Post implant, she was now bedridden and wheelchair bound and the patient felt it was all due to the pump. The patient felt there was something ¿not right.¿ it was reported prior to the strokes, the patient felt something was ¿not right¿ and none of her hcp¿s would listen to her. The patient again told her hcp¿s that something didn¿t feel right and no one again would listen to her or help her. No hcp was helping the patient with her current issues. It was noted her pain hcp informed the patient she needed to find a new primary hcp to figure out what was wrong with her because the current primary hcp didn¿t seem to want to help her. The device system was used to deliver fentanyl, clonidine, bupivacaine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient was seen on (B)(6) 2013 and "looked fine" when she came in. The patient was sent to the emergency room last month because she was running a fever. The patient had a severe urinary tract infection and an ear infection. It was additionally reported the patient had a stroke, urinary tract infections, and fevers in the past, but the issues/symptoms had resolved and not considered to be related to the pump or therapy. The patient was doing well with the pump and was taking the following oral medications at the time of the event: attiq for breakthrough pain, cymbalta, xanax, and nexium. The patient had history of back pain and was allergic to penicillin.